Event description:
This is filed to report clip opening while locked (cowl). This was a redo procedure due to a single leaflet device attachment (slda) that occurred on (B)(6) 2021. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 3-4. First xt clip was implanted next to the slda clip. There was some difficulty grasping the leaflets because the leaflet kept sliding off because of the slda, but ultimately grasping was successful. Another xt (20308r182) clip was placed between the slda and the first implanted xt clip. The first establishing final arm angle (efaa) was performed. During the removal of the lock line, the clip opened a little over 20 degrees. The arm positioner was turned to lock to perform another efaa. After the lock line was removed completely, the clip opened again to 20 ¿ 30 degrees. The second efaa was not performed and the clip was deployed. The clip remained stable on both leaflets and the mr was reduced to grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The slda referenced was previously captured in medwatch report number: 2024168-2021-10199

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported user error (improper or incorrect procedure or method) was due to the user did not perform the second efaa. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).